Event description:
During primary surgery, a tiny part of ha coating came off stem when implant was removed and reimplanted. Doctor said implant was fine; however, it is not known for certain if all of the loose coating was removed from the patient.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
During primary surgery, a tiny part of ha coating came off stem when implant was removed and reimplanted. Doctor said implant was fine; however, it is not known for certain if all of the loose coating was removed from the patient. The device associated with this report was not returned as it was re-implanted. A complaint database search finds no other reported incidents against the provided product and lot combination since its release for distribution. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.